Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a possible under delivery. Customer stated they had high blood glucose level of 353 mg/dl. Based on customer response they alleged insulin pump was under delivering because they had been experiencing the issue since 4 to 5 days even if the insulin pump was replaced. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.